Event description:
Alert for rv delib lead impedance warning ot >200 ohms on (B)(6) 2021. Original alert on (B)(6) 2020. Previous alerts viewed by clinic. Employee (B)(6). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).